Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed and the battery depletion was normal.

Event description:
It was reported that according to the device, it reached the elective replacement indicator (eri) 6 months earlier than according to the clinic. At the time of the device change out, the device was at end of life (eol). The device was explanted and replaced. No known patient complications were reported as a result of this event.